Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostics revealed high and invalid impedance measurements. In turn, the patient underwent surgical intervention to explant and replace (with a different model) the lead, extension and anchor. Effective therapy/coverage was restored postoperative.